Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle broken, broken part is missing. See attachment file for details. Unable to confirm customer received needle in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor and the needle bent and is stuck in the body. The customer¿s blood glucose was 200 mg/dl at the time of incident. The sensor will be returned for analysis.